Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative was in the operating room with the surgeon. The surgeon was having difficulty inserting one of the 1x8 leads into the implantable neurostimulator port. It was reviewed that the set screw should not be all the way in, and to make sure that the lead ring electrodes are not out of round (deformed) preventing the insertion into the port. It was also reviewed that hey may switch the leads in the implantable neurostimulator ports. The surgeon switched the leads to see if it was the port or the lead, and he concluded that it was the implantable neurostimulator port. Additional information was received from a manufacturer representative on (B)(6) 2018. It was reported that they were unable to put the lead in the device and the boot as well. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2006. It was reported that the lead would not fit into the device. They even tried doing only one lead. The boot would also not fit into the device. They tried another lead and it would not fit. The final option was to try another battery. There were no problems with the device implanted. The battery was sent in for analysis on (B)(6) 2006. There were no patient symptoms or complications reported.